Event description:
Information received from the field does not address the patient's clinical status but notes that the auto mode switching was programmed off during reprogramming of the base rate. This happened once and the phenomenon was noot reproducible.